Event description:
It was reported that the subject device had nick/cut in probe cover during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling of the light guide lens glue, and the insulation on the probe tip failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the adhesive on the light guide was peeling due to continuous use and wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.